Event description:
The er320 was used during a laparoscopic cholecystectomy. It was reported the after firing the device a new clip would advance forward and fall from the jaw. The clips fell into the pt and were retrieved. A new er320 was opened to complete the case. There was no consequence to the pt.